Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported that prior to a bariatric procedure, the cartridge pan came off when it was being removed from the package. Another device was used to start the procedure. There was no adverse consequence to the patient.